Event description:
A malfunction alarm was reported, identified as malf 16. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, as it was still under warranty. The customer planned to use multiple daily injections (mdi) to ensure insulin delivery would not be interrupted.